Manufacturer narrative:
Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex st60 set, a reddish colored effluent fluid was observed after 19 minutes of treatment. The machine did not alarm. The crrt system was running with an extracorporeal membrane oxygenation (ECMO) system, and the prismaflex set was connected via the ECMO circuit. The same issue occurred two times, and the treatments were ended without the extracorporeal circuit blood being returned to the patient. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed blood present inside the effluent circuit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted